Manufacturer narrative:
Lot # dr18d25058, dr18d16073, dr18e01031. For two of the three reported events, the device was received for evaluation. The returned units were labeled for single use. A visual inspection was performed on the first unit and noted that the spike had separated from the tubing. The visual inspection also found that there was evidence of solvent in the bonding. The reported condition was verified. The cause of the condition was not determined. A visual inspection was performed on the second unit and observed that the blood filter chamber was separated from the tubing. The reported condition was verified. The cause of the second event was determined to be a manufacturing issue. A batch review was conducted for all three lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that three clearlink y-type blood/solution sets leaked during infusion. One of the devices had a broken piece on it causing the blood to leak, one device leaked from the injection port tip, and one device had a disconnection between the blood spike and top of the filter. The events each involved a patient with no patient consequences. No additional information is available.